Event description:
It was reported that the device was explanted after an implant duration of approximately 106.07 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic insufficiency, secondary to prosthetic valve dysfunction.

Manufacturer narrative:
Device not returned.the information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report were received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.